Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Investigation summary: this received complaint sample is confirmed as counterfeit product.

Event description:
This sample has been identified as a confirmed counterfeit product. The sample seized has been retained by the concerned authority.